Event description:
It is reported that the patient's insulin pump will not prime. The patient's blood glucose level is 245mg/dl. Trouble shooting was conducted. Device is being not returned. No further information available.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. Minor scratched lcd window, cracked display window corners and cracked reservoir tube lip.